Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a dim, faded and reddish display screen. Unrelated to the complaint, a review of the black box revealed the time and date defaulted to factory settings after a battery change on 03/11/2015. The pump was exercised for 24 hours; the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.